Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity use. It was reported that the patient went to the healthcare provider's office today because the pump was sounding a critical alarm. The healthcare provider interrogated the pump and saw a message that said pump error has occurred. The pump has reverted to minimum rate. If a bolus was in progress, it may not have been completed. Contact medtronic for assistance. Service code 87(potential loss of therapy). The company representative (rep) was not with the patient or healthcare provider at the time of the call. The rep stated that they sent a picture of the pump logs to the caller. The logs showed a programming step on (B)(6) 2025 and event status cleared. Reset occurred on (B)(6) 2026 at 12:02 am, pump default minimum rate, probably the patient was sleeping at that time. No symptoms were reported. Logs indicate on (B)(6) 2026 and (B)(6) 2026 there was a pump motor stall pump recovery. The technical service (ts) reviewed reset may be due to electromagnetic interference.". The ts recommended restarting the pump. Additional information provided by the healthcare provider indicated that the cause of service code 87 (potential loss of therapy) and the motor stall was unknown. The physician contacted the company representative by phone, who then interrogated and updated the pump. Following the update, service code 87 cleared, and the motor stall resolved within 30 minutes. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity use. It was reported that the patient went to the healthcare provider's office on (B)(6) 2026 because the pump was sounding a critical alarm. The healthcare provider interrogated the pump and saw a message that said pump error has occurred. The pump has reverted to minimum rate. If a bolus was inprogress, it may not have been completed. Contact medtronic for assistance. Service code 87(potential loss of therapy). The company representative (rep) was not with the patient or healthcare provider at the time of the call. The rep stated that they sent a picture of the pump logs to the hcp. The logs showed a programming step on 2025-03-24 and event status cleared. Reset occurred on 2026-03/30 at 12:02 am, pump default minimum rate, probably the patient was sleeping at that time. No symptoms were reported. Logs indicate on 2026-02-04 and 2026-01-20 there was a pump motor stall pump recovery. The technical service (ts) revie wed reset may be due to electromagnetic interference." The ts recommended restarting the pump. Additional information provided by the healthcare provider indicated that the cause of service code 87 (potential loss of therapy) and the motor stall was unknown. The physician contacted the company representative by phone, who then interrogated and updated the pump. Following the update, service code 87 cleared, and the motor stall resolved within 30 minutes. The issue was resolved.